Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a procedure in the operation room(or), the tracheostomy tube cuff would not inflate. Patient recannulation was required. There is no report of death or serious injury associated with this event.